Event description:
It was learned via implant patient registry that a 11500a 23mm aortic valve was explanted and replaced with a 11500a 23mm on pod #12 because exposure of the mitral annulus would require removal of the aortic valve. Per medical records post-avr a tee demonstrated perforation of the anterior leaflet of the mitral valve associated with severe mr. During the mv replacement, the mitral valve could not be adequately visualized without removal of the aortic valve. The aortic valve was removed and replaced with another 11500a 23mm and a non-ew mitral valve was implanted. The inspiris valve was seated nicely. The patient was put on ECMO and transferred to ICU in stable condition.

Manufacturer narrative:
Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
H10: additional narratives: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned via implant patient registry that a 23mm aortic valve was explanted and replaced with a 23mm valve on pod #12 due to unknown reasons. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The event is not related to the device. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.